Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that while cauterizing tissue, the jaws became locked together. It is unknown how the device was removed. The surgeon opened another device and completed the procedure with no further difficulties. There was no patient injury.